Event description:
The manufacturer received information alleging a ventilator "screen is all red" condition occurred. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.